Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three times microbiological testing by the user facility, staphylococcus bacteria was detected from the sample collected from the device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The device was returned to olympus repair center. However, the user facility, requested the return of the device. And the device was returned to the user facility. Therefore, olympus could not confirm the device. Olympus requested, the user facility to send the culture test results and reprocess information. However, the user facility did not provide information. Olympus was reported, that "staphylococcus bacteria" were detected by the nurses of the user facility. Device history record review, indicates that the product was manufactured and tested in accordance with all applicable procedures. And met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.